Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred. Additionally, it was reported that the pump history was missing data despite being in use. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 150-361 mg/dl.